Event description:
Healthcare professional (hcp) reports one incident of blood leak after passing the air leak test on psn 210 dialyzer. Blood leak occured two and a half hours into treatment and was noted on blood leak alarm. Blood was unable to be verified visually in the dialysate and hemastix were negative. Blood was not returned to the pt with an estimated blood loss of 200cc. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.